Manufacturer narrative:
The pump was received with blank display due to corroded electronic assemblies. The pump was received missing end cap sticker. The pump was received with corroded motorhome switch. The pump was received with cracked case at display window corners, case at reservoir tube window corners and battery tube threads, and with minor scratches on lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had moisture damage. The customer states the pump was exposed to condensation. The customer states there is fluid under the lcd. The customer's blood glucose level was 195mg/dl. The customer states the pump was cracked on the left of the screen. The customer was advised the pump would be replaced and returned for analysis.